Event description:
It was reported that the pt underwent a sling procedure in 2002. Post operatively, the pt experienced right groin and thigh discomfort. Treatment to relieve the discomfort was unsuccessful. An exploratory procedure was performed. The procedure revealed "the right limb of the tape was adherent to the right obturator. Nerve, and wrapped directly around it just lateral to it, and then crossed over to the midline." The surgeon "divided its insertion into the abdominal wall and freed it from its attachment to the obturator nerve, and traced it to the insertion from the vagina and removed it." The pt continues to experience "problems".